Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A bard denali filter was deployed below the renal vein inflow in a patient with pulmonary embolism. A post deployment venogram was performed confirming satisfactory orientation of the filter. Approximately, two years and nine months of post deployment, computerized tomography-abdomen was revealed grade 3 perforation of the 10 o'clock and 12 o'clock struts to abut the duodenum. Grade 2 perforation of 9 o'clock strut 0.75 cm. Grade 1 perforations of 10, 2, 4, 6 and 8 o'clock legs. There was no tilt, apex of filter does not touch wall of inferior vena cava. There was migration and apex of filter was at level of left renal vein confluence. There was no inferior vena cava stenosis or thrombosis. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately two years and nine months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.